Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call reported that their insulin pump had a multiple pump error. The customer¿s blood glucose was 152 mg/dl. After troubleshoot pump error not resolved. The insulin pump had frozen display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm a broken force sensor was detected during seating or regular delivery alarm due to critical pump error alarm. No frozen screen noted.